Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the active tip broken and missing a part. The shaft, cord and tip did not show any signs of damage. The tip ceramic had scratches. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed by the manufacturer; as a result, device was not received in its original packaging, only on the shelf-carton box, the tip was in used condition, large portion of the active tip was missing, the ceramic was scratches, the shaft was deformed at the distal end. Procedural residue was visible in the suction tube. The device passed all the electrical and functional checks as presented. The device shaft arrived distorted with a large portion of the active tip missing. Tripolar 90 electrode passed all electrical and functional tests. Similar damage to this was investigated in previous CAPA. The customer complaint can be substantiated. Visual inspection confirmed that the distal tip had fractured across the suction holes, which confirms the customer reported event. The observations are consistent with failures previously seen and investigated through previous CAPA which concluded several potential causes for the tripolar electrode tip fracturing and falling into the patient as detailed below: *wrong material specification. *erosion of tip. *abuse/misuse. *design covered by loading/stress/tolerances. *manufacturing error. Either fracture during manufacture or a missed operation. From the investigation, we have been unable to determine an exact cause of this failure, but potential root causes have been listed as included in the CAPA. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the device observed condition could be traced to the procedural variables, such handling of the device or product interaction during procedure: it is possible that mechanical forces were applied to the active tip which are greater than the design specification. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. B5: additional information: answers to pcf (provided by the customer by email): 1.what is the patient outcome? All right. Please confirm if the piece was left inside the patient? After careful checking of the surgeon, it was agreed that the small part left with the rinsing liquid. Was any additional intervention/treatment required as a result of the breakage? No.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure it was observed that while using the vapr tripolar 90 suction elect device it was observed that the grid at the end of the clamp had broken and the grid may have remained in the patient's shoulder. This occurred after twenty minutes of use. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.